Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they received a motor error alarm during rewind. The customer's blood glucose was 90 mg/dl at the time of incident. The customer's mother was assisted on performing rewind but the insulin pump was unable to complete rewind due to another motor error alarm occurred. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No rewind anomaly or beeping noted. The insulin pump alarmed motor error during basic occlusion testing due to moisture on force sensor. The insulin pump was unable to test for prime/test, occlusion test and excessive no delivery test due to motor error alarm. The motor was tested outside the insulin pump and passed. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, cracked belt clip slot and cracked reservoir tube.